Event description:
The subject device was applied during a laparoscopic cholecystectomy procedure. The surgeon was unable to insufflate the pt's abdomen. He attempted to penetrate without insufflation with a reusable trocar unsuccessfully. He then requested a disposable trocar and attempted to insert it through the partially penetrated hole and subsequently punctured the pt's approx 18 week pregnant uterus. The procedure was completed laparoscopically and the uterus was left to heal on its own. Post-operatively, in the recovery room the pt miscarried. A second procedure was performed to treat this condition. The hosp has reported the pt's status is satisfactory.